Event description:
It was reported that during a dynamic hip screw procedure, the threaded portion at the end of the coupling screw broke off into the lag screw. The broken fragment was retrieved and the surgeon was able to remove the lag screw using the insertion t-handle. The surgeon used another coupling screw and lag screw to complete the procedure with no problems. The procedure was extended for approximately 20 minutes with no adverse effect to patient. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The devices were returned for a product development event evaluation and the threaded tip of the coupling screw was broken off in the back of the lag screw as noted in the complaint. The complaint condition is due to misuse and is therefore invalid.